Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that "their stimulator had quit working." Pt stated they had did a lot of yard work yesterday and their back started hurting / tightening up on them about 30-40 minutes afterwards. Pt commented that it got a little better overnight but after getting up this morning moving around their back is "tightening up big time." Pt said they "turned their stimulation up a whole lot on all 4 of the ranges but it doesn't seem to be doing anything." Pt provided current battery levels: ptm 90% ins 80% (pt added they charge up almost every evening) and verified stimulation was in fact turned on. Pt was able to access the programmed settings noting therapy was on group b (was uncertain which group they usually have therapy set on). Pt said they were able to switch to group a and sub groups were available. Pt inquired whether they should start "feeling" the stimulation as they increase intensity stating they could "when they first set it." Patient services specialist (pss) reviewed information and advised pt to trying switching between groups / sub-groups while adjusting therapy settings to try to find the level that provides relief. Pt said they had been turning the intensity up during the call and not feeling anything. Pss asked if this was the first time this year working in the yard (pss trying to determine if change was due to possible muscle strain / body fatigue from new activity); pt replied that they have a 22 acre farm and out doing work nearly every day. Pt also denied any slips / falls / trauma adding they were "just picking up / moving around like I normally do and it all of a sudden just got me". Pt remarked they had had back pain for years and the neurostimulator had been working great adding they have been doing really well since getting ins. Pt was redirected to their hcp.